Event description:
Bilateral asr revision reason(s) for revision: unknown

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2011, asr xl acetabular system bi-lateral. Reason(s) for revision: unknown. Update: hospital,surgeon & products added as per(B)(6) update spreadsheet dated (B)(6) 2012. Does not identify which products go with each hip. Update received april 23rd, 2013. Reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update received 7th march 2014. Surgery date added for right hip. Additional surgeon and hospitals added. Kid and status changed to legal. Correct hip sides identified for products. Right surgery date: (B)(6) 2008. 9998-04-754 / 2551015, 9998-90-147 / 2673558, 9998-00-102 / 2755290. Left surgery date: (B)(6) 2009. 9998-04-754 / 2585558, 9998-90-147 / 2722637, 9998-00-102 / 2819047.

Event description:
Reason(s) for revision: alval / soft tissue reaction.